Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was received for evaluation. Visual inspection revealed that the air injection tube (herein after called "the tube" in this report) had been cut at its base. The total length of the tube was found to be approximately 87mm. The normal length of this component is 77mm. The tube was found to have been elongated. The outside diameter of the tube was measured on the segment adjacent to the cut end and found to have become smaller than normal. Tube of the actual sample: approximately 1.29mm. The tube of a current product sample: approximately 1.44mm. Magnifying inspection of the cut cross-section of the tube revealed that some complicated streaks had been generated on the surface. The un-elongated segment of the tube with normal outside and inside diameters was cut vertically and the cut cross-section was inspected under magnification. The wall thickness was confirmed to be uniform. No anomaly was revealed. Reproductive testing was performed. The air injection tube of the sample of the involved product code was cut with a single edged tool. Magnifying inspection of the cut cross-section found that the surface was in the smooth state with the generation of several streaks on it. The state of the cut cross-section was confirmed not to be similar to that of the tube of the actual sample. Pulling force was applied to the air injection tube of the sample of the involved product code till the tube got cut. Magnifying inspection of the cut cross-section found that the surface was in the smooth state with the lumen having been deformed into an oval shape. The state of the cut cross-section was confirmed not to be similar to that of the tube of the actual sample. The air injection tube of the sample of the involved product code was let to be caught at the edge of the desk. In this state pulling force was applied to the air injection tube till the tube got cut. Magnifying inspection of the cut cross-section found that some complicated streaks had been generated on the surface. The state of the cut cross-section was confirmed to be similar to that of the tube of the actual sample. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely, after the actual sample was attached to the patient, its air injection tube was caught in an object. In this state, the tube was subjected to excessive pulling force, resulting in the cut of the tube. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported when the emergency operation of a pci was finished, a tr band was used for hemostasis. When making the ward rounds, the nurse found that the air filled tube of the tr band was ruptured. The patient's volume of blood loss was 800 ml. The doctor was made aware, and the patient received fluid replacement. The patient's blood pressure increased and recovered. The procedure outcome and the patient's condition was unknown.